Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22015033. D4: medical device expiration date: 31-jan-2025. H4: device manufacture date: 08-jan-2022. H6: investigation summary a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015033. The feedback provided by the customer suggests a complete occlusion was detected during use of five consecutive smartsite devices in connection with an unknown product. As part of the feedback the customer provided photographs. From the photographs it is not possible to determine any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. The photographs indicate multiple connecting products, with one of the products being a 20ml shu guang jian shi syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that five bd smartsite¿ needle-free connector were blocked during use, the following information was provided by the initial reporter, translated from chinese: "in the emergency department, it was found that the product was blocked during use, and it was blocked in 5 consecutive replacement. The product was normal when the sixth replacement was made."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that five bd smartsite¿ needle-free connector were blocked during use, the following information was provided by the initial reporter, translated from chinese: "in the emergency department, it was found that the product was blocked during use, and it was blocked in 5 consecutive replacement. The product was normal when the sixth replacement was made."